Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage found on keypad traces. No ramping numbers or scroll bar moving with no input noted. Unable to test for failed battery test alarms due to no button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 181 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.